Event description:
(B)(4). Patient ID: (B)(6). It was reported that one day post implantation of 5 xience stents in the mid to proximal right coronary artery, left main, proximal circumflex, and obtuse marginal coronary arteries, the patient experienced a significant elevation in creatinine kinase-myocardial band (ck-mb) more than 5 times the upper limit. No treatment was provided. There was no report of angina and on (B)(6) 2013, the day of onset, the patient was discharged home. However, on (B)(6) 2013, the patient was re-hospitalized with chest pain that was later determined to be non-cardiac, of uncertain etiology. Based on the significant enzyme elevation, the patient was diagnosed with a non-serious myocardial infarction. On (B)(6) 2013, all symptoms resolved and the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: stents: xience prime 4.0x38mm; 3.0x33mm; xience v 4.0x23mm; 3.5x18mm. There were no reported product deficiencies. The reported patient effects of myocardial infarction and pain are listed in the xience prime everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.